Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for verification that the sample will be available. If we receive any additional information or the device for further evaluation vyaire will provide a follow up emdr.

Event description:
The customer reported that the heat and moisture exchanger (hme) filter is coming apart at the seam. Airflow could be felt and heard. Failure occurred during patient use with no report of patient harm.